Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, after insertion in arm, patient presented with swelling and redness around the sensor. The device is not indicated for use in arm. On (B)(6) 2014, patient's father reported patient saw the pediatrician and was prescribed antibiotics. At the time of the call to dexcom technical support, patient's father reported that the redness and swelling had reduced.